Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 77.2mm abdominal aortic aneurysm. It was reported that on CT scan from approximately 2 weeks post-index procedure ((B)(6) 2025) a type ib endoleak was identified in the right etlw1620c124ej limb. Intervention was performed where a 23 mm x 14 cm non-medtronic stent graft was implanted within the endurant leg resolving the endoleak. Per the physician, the cause of the endoleak is anatomy related due to calcification and tortuosity in the common iliac artery. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
B3. Event date: exact date of the event was asked but is unknown. Month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.